Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 health effect - clinical code - e0629 palpitations

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm displayed ¿low¿ and the patient experienced palpitations, nausea, and vomiting. The patient consulted her physician, where a blood glucose measurement showed 455 mg/dl. The physician advised her to proceed to the emergency room (ER). The patient drove herself to the ER, where the patient received treatment and was discharged the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2026, the cgm displayed ¿low¿ and the patient experienced palpitations, nausea, and vomiting." B6 relevant tests/laboratory data,inclu - correction h2 correction

Event description:
On (B)(6) 2026, the cgm displayed 70 mg/dl and the patient experienced palpitations, nausea, and vomiting.